Event description:
The device was used during a laparoscopic colon resection. Reportedly, the anvil did not tilt and the device was difficult to open and close. The surgeon was able to remove the device without any pt injury.